Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture with greater than two seconds of asystole. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.